Event description:
On (B)(6) 2012 the lay user / patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was prompting the battery indicator instead of the apply sample symbol when she was attempting to test her blood glucose. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began (B)(6) 2012 at 8 p.m. The patient reported managing her diabetes with insulin pump therapy. It is not clear if the patient made any changes to her normal diabetes management due to the alleged issue starting. However, the patient mentioned that she was not able to test her blood glucose due to the alleged issue starting. The patient claimed that she developed symptoms of 'extremely thirsty and going to the bathroom a lot,' which she associated with high blood glucose about an hour and half after the alleged issue began. The patient mentioned that she purchased a true trak backup meter after the onset of symptoms and was able to test her blood glucose at 9:34 p.m. And obtain a result '514 mg/dl.' The patient stated that after she was able to test her blood glucose she administered and increased dose of novolog insulin (2.4 units via her pump). During troubleshooting the cca confirmed that the patient was not using the subject meter for the first time, that there was no known misuse to the subject meter and that the batteries did not need to be replaced. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event. Per lfs criteria the reported symptoms and blood glucose result obtained on the backup meter are suggestive of a serious injury. Although the patient reported no delay in treatment, the patient alleged that the onset of symptoms was due to not being able to test her blood glucose with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.